Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker failed to work properly, and patient went to emergency room (ER) feeling unwell. Patient was referred and able to talk to the physician. As of this time, this device remains in service. No adverse patient effects were reported.